Manufacturer narrative:
D5: information unavailable.based on the information received and the examination it was confirmed that the instrument would not arm. The endcap was disassembled and the knife collar was found to be bent which may have caused the reported incident. No conclusion could be reached as to how this occurred.

Event description:
The co's and 511s were used during a laparoscopic hernia repair during the week of 10/28/96. The 511s would not arm-red button would not engage. Another 511s was opened and worked fine. The two ems staplers were firing intermittently. The case was finished with the co's staplers. There was no consequence to the pt.